Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2021. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02652, 0001825034-2021-02654, 0001825034-2021-02655.

Event description:
It was reported the patient underwent a left hip procedure. Subsequently, the patient states he is having severe pain, unable to walk and has issues with the hip collapsing, and has fallen several times. Attempts have been made and additional information on the reported event is unavailable at this time.